Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps/tacks did not engage in the tissue completely. The procedure was completed with another like device. There were no patient consequences reported.

Manufacturer narrative:
The analysis results found that the device was returned in good condition. Upon inspection, visual characteristics and the functional ones make this device acceptable to work normally. As conclusion; device worked as intended on testing.